Event description:
Three perclose proglide devices failed during pfa [pulsed field ablation] ablation case. Failing noted at the deployment part "sutures snap." No harm to the patient. A fourth perclose proglide device successfully used. All four devices were from the same lot. Another device failed on [redacted] with same lot #, different provider.